Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient was not happy with the vision. The lens was exchanged for a monofocal lens approximately 3.5 months after initial implantation. Additional information was requested.